Manufacturer narrative:
A2:, a4: patients demographics are obtained from the index procedure date, (B)(6) 2018 the device was not returned for analysis. A review of the lot history record revealed, no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system. The reported patient effects of death and infection, as listed in the mitraclip nt system instructions for use, are known possible complications associated with mitraclip procedures. The investigation determined, the reported death appears to be related to patient condition (aspiration pneumonia). However, a cause for the aspiration pneumonia (infection) cannot be determined. Based on the information reviewed, there is no indication, of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
A2, a4: patients demographics are obtained from the index procedure date, (B)(6) 2018.

Event description:
Subsequent to the final report, the additional information was received: the patient had been hospitalized on (B)(6) 2021, not (B)(6) 2021 as previously reported.

Manufacturer narrative:
Patients demographics are obtained from the index procedure date, (B)(6) 2018. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being conservatively filed against the implanted mitraclip as the death relationship to the device was unknown. Patient ID: (B)(6). It was reported that on (B)(6) 2018, the patient presented with functional mitral regurgitation (mr) grade 4+ with dilated cardiomyopathy, mitral annular calcification and mitral leaflet tethering. One mitraclip was implanted without a device issue, reducing the mr to grade 1+. On (B)(6) 2021, the patient had been hospitalized for aspiration pneumonia. Medications were provided. On (B)(6) 2021, the patient passed away due to aspiration pneumonia. Per physician, the event was unknown if device related and an autopsy was not performed. No additional information was provided regarding this issue.